Event description:
It was reported that the tip of a depth gauge for 3.5mm cortex screws was found to be broken. The patient was being prepped for surgery while the staff was preparing the required instrumentation when the broken tip was discovered. Another depth gauge was readily available and there was no delay in surgery. No additional information was available. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Review location: monument. Release to warehouse date: 20september2013. The device history record was reviewed and no indications of issues found. All assemblies were inspected visually 100%, with no discrepancies, prior to shipment from the manufacturing site. Further, the sub-components were visually inspected, 100%, prior to final assembly, without issue. A product investigation was completed: the returned depth gauge for 3.5mm pelvic screws is included in the 3.5mm quadrilateral surface plates technique guide and is part of the 3.5mm low profile pelvic system. The synthes 3.5mm quadrilateral surface plates are indicated for quadrilateral surface comminution associated with acetabular fractures when used in conjunction with synthes pelvic reconstruction plates. The gauge is used to measure the appropriate length of screw to use when going through the plate implantation process. The returned gauge (part 319.091, lot 7486797) was received with its tip mangled, bent, and the tip of the needle potentially broken. The relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint description indicated that the returned gauge was found broken prior to surgery. Based on the investigation of the returned device it is not possible to determine a definitive root cause, but the noticeable damage to the tip indicates possible exposure of the tip of the needle to unexpected conditions and forces. The tip region was malformed in ways which are not reflective of intended usage, additionally there seemed to be tool marks concentrated near the tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.